Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery to popliteal artery. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation, it was noted that the contrast media leaked and the balloon ruptured. The device was then removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a shaft kink 5.5cm proximal from the tip. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath for one day to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole on the inner shaft at the proximal marker band. There was no marker band damage detected. The device was functionally tested with a .014" guidewire. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery to popliteal artery. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation, it was noted that the contrast media leaked and the balloon ruptured. The device was then removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.